Manufacturer narrative:
H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported via the legal department the patient underwent a left knee replacement (B)(6) 2009. Approximately 8 years and 9 months after the initial procedure the patient had a left knee revision on (B)(6) 2017 due to pain, discomfort and instability. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2017. Diagnosis: left painful total knee replacement there was a significant amount of synovial fluid. It was noted significant poly wear in the medial compartment. The patient tolerated procedure well and went to the pacu in stable condition.

Manufacturer narrative:
D10. Concomitants: cat#200-02-32; three peg patella, sn (B)(6); cat#204-04-22; trapezoid tibial tray sz, sn (B)(6); cat#234-02-02; optetrak asy,ps cemented, sn (B)(6). Initial information was provided in the legal filing. These devices are used for treatment not diagnosis. Pending new investigation. There is no other information provided.

Event description:
Per a report from the legal department the patient underwent a left knee replacement (B)(6) 2017. Approximately 1 year and 4 months after the initial procedure the patient had a left knee revision on (B)(6) 2019 due to pain, discomfort and instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.